Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). The patient had plates and screws implanted for a right clavicle mid shaft fracture and during a follow up visit x-rays were taken and it was identified that two screws were backing out; a 3.5 millimeter locking screw and a 3.5 millimeter cortex screw. All hardware was removed intact. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient came back in for a revision because of screws that were backing out. The patient had plates and screws implanted for a right clavicle mid shaft fracture and during a follow up visit an x-ray were taken and it was identified that two screws were backing out a 3.5 millimeter locking screw and a 3.5 millimeter cortex screw. All hardware was removed intact. The patient was revised with screws and a longer plate. The patient's outcome is good. There was no surgical delay noted. This complaint involves 2 devices concomitant devices reported: plate (part# 02.112.080, lot# 9892322, quantity 1) and screws (part#204.814 quantity 1, part#212.102 quantity 1, and part# 212.103 quantity 2). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.